Event description:
Hill-rom receive a report from the account stating the bed exit alarm is too low. The bed was located at the account in acu. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom tech support found the external buzzer kit to be the issue. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account will order and replace the external buzzer kit to resolve the issue. Based on this info, no further action is required.